Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it was reported: "...the suture was detached from the needle easily during use. This event was found before use..." Please clarify, ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ can you identify the lot number of the product involved? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a oblique lateral interbody fusion procedure on (B)(6) 2026 and suture was used. It was reported by a sales rep that, during an oblique lateral interbody fusion, the suture was detached from the needle easily during use. This event was found before use. The product was used for closed wound. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.